Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was stated that the insulin pump alarmed motor error during the rewind. It was then stated that the customer was taken to the ER for diabetic ketoacidosis. The customer changed the infusion set the night prior to the hospitalization, and the customer woke up with a blood glucose reading of 390 mg/dl. Nothing further was reported.